Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting atrial impedance levels of greater than 2500 ohms and an increase in thresholds.